Manufacturer narrative:
24-apr-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Head shot off into mouth along with a metal attachment from inside the toothbrush - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b io toothbrush head shot off into her mouth along with a metal attachment from inside the oral-b io toothbrush. No injury was reported. 24-apr-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3758 io7 series. The concomitant product was confirmed to be oral-b power power oral care refills io series. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Head shot off into mouth along with a metal attachment from inside the toothbrush - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b io toothbrush head shot off into her mouth along with a metal attachment from inside the oral-b io toothbrush. No injury was reported.